Manufacturer narrative:
The event problem and evaluation codes were only chosen according to the surgeons event report. The codes will become more specific after investigation.

Event description:
Distraction of the tibia implant stopped. Pulses on the control set were initiated, but the audible response was absent. Radiologically the incomplete distraction was confirmed. According to the patient's wishes, the femoral implant is lengthened to 6 cm instead of 4 cm to compensate the undercorrection of the tibia.